Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the evaluation. Failure analysis investigation installed the setup joint (suj) involved with this complaint and the reported problem could not be reproduced; however, the error/fault was confirmed via error logs/system logs. During a visual inspection no damages to the suj harness were identified. The suj was calibrated and tested in normal mode with no errors triggered. The embedded serializer setup joint (essj) was installed into a test system and the problem was replicated when it failed with error 23 indicating a hardware fault in the wheel communication with 10 power cycles. The remote arm controller board was installed into a test system and ran for 10 minutes. No problems were found after since cycle, 20 power cycles and sitting idle for 1 hour. The reported failure could not be reproduced.

Manufacturer narrative:
An isi fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse found that the embedded sterilizer setup joint (essj) on the setup-joint (sujx) was loose. The screws were tightened and the error did not return. The system was tested and verified as ready for use. A system log review cannot be performed at this time because the system logs are not available at this time. Adequate information has been obtained to investigate the complaint. No further advanced technical review escalations required. No image or video was provided. A review of the site's complaint history does not show any additional complaints related to this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion. The system was unavailable after the start of a surgical procedure (first port incision) and the surgeon decided to complete the procedure laparoscopically. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of an unspecified da vinci-assisted surgical procedure, recoverable errors 23 and 252 occurred while moving arm 3. The system was restarted and the customer continued setting up and draping the system; however, the errors occurred again during docking. The system was restarted again; however, the issue persisted. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the customer contacted support and the system was hard power cycled a few times; however, the issue persisted. The customer attempted to disable the affected patient side manipulator (psm); however, the psm was stuck with a non-recoverable fault and was unable to disabled. The surgeon made the decision to convert the procedure to traditional laparoscopic techniques with no injury reported.